Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log file was reviewed following the reported event of the pump struggling to maintain the set speed and an lvad fault alarm; these events are addressed via the pump investigation. The submitted controller event log file contained approximately 1 day of data (13:44:05 on (B)(6) 2021 ¿ 14:02:09 on (B)(6) 2021 per the timestamp). The submitted controller periodic log file contained approximately 11 days of data ((B)(6) 2021 per the timestamp). The data in the log files did not indicate any issues with the system controller (serial number: (B)(6) ) that could have contributed to the reported event. The system controller was not returned for evaluation. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory, lvad fault, low flow hazard, and low speed advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called to report an lvad fault alarm on (B)(6) 2021. The patient was asleep at the time of this event. The patient performed a system controller exchange to the backup. The patient was unstable, and symptomatic with chest pain and numbness. The patient was admitted for investigation. The log files were submitted for review. The patient was asymptomatic with a mean arterial pressure (map) value of 80 mmhg, and an international normalized ratio (inr) value of 3. The patient's main and backup system controllers were exchanged. The log files were submitted for review. The log file analysis revealed that something caused pump rotor instability. The patient was hemodynamically stable and was discharged. The pump rotor instability resolved with the power cycle of the pump caused by the controller exchange. There was a pump stop on the second controller that appeared to be a pump reset caused by electrostatic discharge (esd). The ventricular assist device (vad) team has done a refreshment training for the prevention of esd. The manufacturer's report number for the other heartmate 3 system controller is 2916596-2021-05429. The manufacturer's report number for the heartmate 3 lvas implant kit is 2916596-2021-05526.